Manufacturer narrative:
Upon further review, MFR# 2520274-2014-00030 was filed in error and has been deemed non-reportable.

Event description:
It was reported there was a non-union of a distal ulna fracture. It is unknown if the fracture is the patient's right or left side. The patient was originally treated for a distal third radius and ulna fracture. During a routine follow-up on an unknown date, it was discovered via x-rays that the patients radius healed but the ulna did not. The surgeon explanted an lcp distal radius plate and four locking screws. The patient was re-implanted with another plate and a graft was taken from the hip to the ulna. The plate and screws will be returned. Patient was re-implanted with another plate and surgery was successfully completed. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.